Manufacturer narrative:
Other text: under visual inspection the sample appeared to be in good condition. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received samples. It was confirmed that after 12 hours the cuff was still fully inflated. Based on results of testing the reported failure was not observed. No trend of similar customer complaints was identified.

Event description:
Investigation completed in h 10.

Manufacturer narrative:
Corrected data: changed from malfunction to a serious injury.

Event description:
Information was received indicating that a smiths medical tracheotomy cuff wasn't keeping air pressure after using the cuff pressure gauge. There were no adverse events reported.